Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a particle in an intravia container 250 ml capacity. It was stated they found a hard piece of plastic or glass inside the bag after spiking and during compounding with saline and soliris. There was no patient involvement. No additional information is available.